Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. It was also noted that the patient had a ventricular tachycardia (vt) storm. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6943 implantable tachy lead, (B)(6) 2004; 4568 implantable pacing lead, (B)(6) 2004; 4194 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.